Event description:
The customer reported a non-reproducible false positive troponin I (accutni) patient result involving access 2 immunoassay system. The customer stated the false positive result was not released out of the laboratory as a proactive procedure has been implemented to verify unexpected results prior to reporting. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. In conclusion, the cause of this event is unknown and could not be determined.